Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited high pacing impedance. It was also noted that both right atrial (ra) lead and rv lead tangled around each other due to twiddler's syndrome. The rv and ra lead was explanted and replaced. The patient was in stable condition.